Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the light cover glass and optical cover glass adhesives to be worn, the distal end adhesive was worn, the up/down and left/right angulation and play was not to specification, and the air/water channel volume, water flow, and water removal did not meet specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had an air/water problem. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign debris protruding from the air/water nozzle. The debris appeared to be a white plastic material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable phenomenon occurred due to user handling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic system" olympus will continue to monitor field performance for this device.